Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 years ago from date manufacturer was made aware. Implant date: explant date: 2 years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18744962.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.